Event description:
It is reported that the pt fell, when he was x-rayed it was found that the proximal portion of the nail superior to the lag screw was broken. The pt was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.